Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery for recurrent hernia and to remove the device. The physician noted, ¿omental adhesions to the periumbilical area were taken down, these were mist dense to the previously placed mesh. The mesh is contracted, somewhat folded, and certainly not lying flat. There is an obvious hernia just to the patient¿s right of this mesh, where the mesh has most pulled away¿. The old mesh was excised¿ and this mesh was removed.¿ recurrence and adhesions are known inherent risks of surgery and are listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent repair of a supraumbilical ventral hernia. A bard/davol ventralex was implanted in patient during this repair. On (B)(6) 2016: the patient underwent surgery to repair recurrent incisional hernia. During the surgery, ¿omental adhesions to the periumbilical area were taken down, these were mist dense to the previously placed mesh. The mesh is contracted, somewhat folded, and certainly not lying flat. There is an obvious hernia just to the patient¿s right of this mesh, where the mesh has most pulled away¿. The old mesh was excised¿ and this mesh was removed.¿ the attorney alleges the patient continues to experience pain related to the ventralex. The ventralex implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.